Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber's glass cap was found to be detached and the metal cap burnt; the glass cap was not returned. The fiber was found to be fractured proximal to the fiber/cap fusion zone. There was no indication or report of any part of the device remaining inside the patient. The identified issues may activate the fiberlife function ("excessive fiber use..." Message) which would modulate the power showing a pulsing beam and or the system would be placed into standby mode. The detached glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system repeatedly displayed the "excessive fiber use please clean tip" message; cleaning the tip did not clear the message. The issue began to occur at 222,000 joules of use. The fiber was replaced and the case completed using a second fiber. There was no injury reported.